Event description:
Vns pt has been experiencing constant seizures. The pt reportedly has seizures all day and all night until they finally have a grand mal seizure after which they sleep for hours. This cycle of seizure activity reportedly starts again the following day in the same pattern. Further follow-up revealed that the pt's device was programmed off for a day while they were hospitalized for the constant seizures. When the device was programmed back to on, parameters were not set to rapid cycling as they were previously programmed to and new medications were added to their drug regimen. The pt was discharged to home but still has a problem getting their seizures under control.